Event description:
It was reported the patient had a bad fall and no longer felt stimulation where she needed it. Stimulation was felt in the ribs and shoulders at time of current report. The patient experienced less than 50% therapy relief in the location of the lead. Further, it was reported there was lead migration. The patient was calling her physician to schedule an evaluation appointment. Diagnostics and troubleshooting were to be performed in the future. Additional information received reported the patient was scheduled for a follow-up appointment on 2014-(B)(6). It was reported there was to be a surgery on that date.

Event description:
Additional information received reported the patient had their leads replaced and they are now doing well.

Event description:
Additional information received reported there was radiographic evidence of lateralization of both leads. It was reported the patient was scheduled for revision on 2014-(B)(6).

Manufacturer narrative:
(B)(4).